Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support. The device passed displacement test. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked reservoir tube window, and cracked reservoir tube.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor resistor. Customer's blood glucose was unknown. The device alarmed during rewind/prime sequence. Customer was advised to rewind again and customer stated the device won't stop filling. Customer is unable to get out of the prime sequence. Customer was advised the device needed to be replaced. She agreed to return the device for analysis.